Manufacturer narrative:
Continuation of d10: product ID a810 lot# unknown serial# implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from mobility regarding a company representative who reported that their new tablet was giving messages and error code 0x704111ee while trying to read a pump, then ¿error code 338 connection interrupted¿. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿n/a¿ was noted. The actions/interventions taken to resolve the issue included ¿closed all apps; directed rep to open pds; pds prompted to allow permission > allowed; rep read patient pump again with sm+; rep confirmed that successfully read patient pump¿. The issue was reported to be resolved. It was indicated that there was no patient involved in this event; no hospital, clinic or other medical facility associated with this event; and no physician/doctor or other healthcare professional associated with this event. Additional information received from mobility reported they were unable to obtain the app software version and the company representative had been busy with a patient at the time and had been unable to retrieved the application logs. Additional information was received from a company representative (rep) and it was noted the software version was 1.1.413, installed on 2022-dec-15. The logs were not obtained.